Event description:
In 2008, the sales rep reported that there was a revision surgery for pt complaint of pain. The surgeon explanted a screw and implanted a larger screw in its place.

Manufacturer narrative:
Eval is pending.